Manufacturer narrative:
E3-non-health care professional; e2-no based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Since the device is more than 15 years old, the device history record was unable to be reviewed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited charged coupled device immersion and corrosion. There was no patient involvement.